Event description:
A clavicle plater broke post operatively.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2013-00174, 3025141-2013-00176, 3025141-2013-00177, 3025141-2013-00178, 3025141-2013-00179, and 3025141-2013-00180. If implanted, give date: acumed was informed that the products were implanted two years ago. Acumed does not know the actual month and day. (B)(4) does not allow the day and month fields to be left blank which is why this day was entered as (B)(6) 2011. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break.